Manufacturer narrative:
The date of incident, model number, serial number and date of manufacture have not been provided at this time. The device has not been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued. Device not available for evaluation.

Event description:
Customer alleges he wasn't trained on use and fell from unit.